Event description:
It was reported that the patient experienced a high blood glucose event due to an infusion set fall off issue, which was treated with insulin delivered via the pump on 29 mar 2026. The set had been in use for three days, and the event lasted for greater than four hours.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.